Event description:
A home patient's family member contacted baxter's technical service center regarding a priming questions in anticipation of the home patient's automated peritoneal therapy. Reportedly, the home patient's transfer set was connected to the patient line of the homechoice set during prime. Baxter's technical service center assisted the home patient's family member in ending the priming procedure early. No patient injury or medical intervention was associated with this incident, per the home patient's family member.